Event description:
Product was opened out of packaging and found to be kinked before it was put into the pt. Another psc026 was used successfully.

Manufacturer narrative:
Technical eval: the catheter was severely kinked at the junction of the hub and the hypotube strain relief. Conclusion: this may have occurred during the packaging process at penumbra. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0587 (lot# l12290). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). All parts released met specifications. An ncr was issued for the lot (B)(4) due to hub air aspiration failure during sampling inspection. Per (B)(4), 100% inspection was performed at the hub location. (B)(4). No other anomalies were found with this lot. The parts released in this lot met the required criteria and are deemed acceptable.